Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, partially explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 25 mg at a dose rate of 5.5 mg via an implantable pump for non-malignant pain. It was reported that the patient had indicated they were no longer receiving adequate pain relief. The physician had performed a dye study in the office but was unsuccessful. The catheter was not flowing distal to the anchor site. The date of the dye study was unknown. It was noted that there were no known environmental/external/patient factors that may have led or contributed to the issue. The catheter was revised / partially explanted. The spinal segment of the catheter was replaced, and cerebrospinal fluid flow was observed from the catheter access port (cap). The healthcare provider had discarded the device. The issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. The patient¿s weight and medical history were noted as having been requested but were unknown. It was noted that the healthcare provider had on further information regarding the event. No further patient complications have been reported as a result of this event.